Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was treated with bolus wizard and manual injection. Customer reported that high blood glucose began three to four day prior to call. Customer did not go to the hospital and did not contact healthcare professional. Customer had symptoms of high blood glucose; customer felt dizzy and weak. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles and there were no site or insulin issues. Customer declined checking programming. Customer was educated on high pressure test. Samples would be sent to customer.